Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0325 - logic femoral ps cem right sz 2.5, 02-012-35-2513 - logic tibia ps mod insrt sz 2.5 13mm, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, 200-02-32 - three peg patella 32mm . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 8 year(s), 6 month(s) and 30 day(s) post-operative of a right tka, it was reported via clinical study that the patient experienced swelling and pain. Patient rang research department concerned about right knee which has become painful and swollen over the past two weeks. Knee seems warm to touch, worse at night. Patient can fully weight bear with care but feels the sensation of the knee giving way. The doctor consulted with patient and an appointment has been made. In the interim, patient has been advised to attend a&e if they feel the need to be seen urgently. Patient showing possible signs of inflammatory response to poly debris and will be followed up in six months¿ time with x-ray on arrival. The outcome of this event is considered continuing, and the case report form indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: medical device problem code. The reason for the possible prosthesis wear reported could not be determined from the information provided. It is unclear if wear may have resulted in the reported pain, swelling, and instability, or if there was another contributing factor to these clinical symptoms. At this time, it appears the patient has not been revised and is still under evaluation to determine the reason for these symptoms. Based on available information, the event could not be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined from the information provided. It is unclear if wear may have resulted in the reported pain, swelling, and instability, or if there was another contributing factor to these clinical symptoms. At this time, it appears the patient has not been revised and is still under evaluation to determine the reason for these symptoms. Based on available information, the event could not be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.